Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the dog had bitten the reservoir compartment. Reservoir could not be locked into the device. Customer's blood glucose was 537 mg/dl. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with dog chew marks on the reservoir tube lip; also received with corroded battery tube and battery tube spring noted. Unable to perform basic occlusion test and occlusion test due to deformed reservoir tube lip however, the insulin pump passed pump self test, off no power test, a21 error test, displacement test, rewind test, prime test and excessive no delivery test. The operating currents were within specifications. The insulin pump had minor scratches on lcd window, cracked lcd window, cracked case at the display window corner, cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.